Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery was performed due to a glenoid component abrasion/ loosening on the right. The initial surgery was performed on (B)(6) 2014. The prostheses was replaced with an inverse shoulder prosthesis. No further information was provided.

Manufacturer narrative:
Complaint confirmed, the glenoid ar-9105-01 was returned heavily damaged and with broken pegs and keel. The cause is undetermined.